Manufacturer narrative:
Device not returned to mfger. Pending.

Event description:
Int'l. ((B)(4)) complaint received reporting air in lines with use of unspecified dialysis tubing line set-ups where d1000 tego connectors were in use. The initial information received reports two events on (B)(6) during dialysis sessions, attending clinician removed/replaced tego connectors due to "..air entry in the line". There were no reported adverse patient consequences.

Manufacturer narrative:
Device return: two (2) used d1000 tego connectors were returned. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connectors recorded internal residual blood was present primarily between the seal and body components on one of the tego connectors; no visual anomolies noted on the second tego. Engineering testing and analysis to the applicable product specification was performed. The results recorded one of the tego connectors leaked, failed testing. The second tego connector did not leak/passed performance criteria. The tego connector that leaked was disassembled and additional analysis of the internal componentry was performed. The results recorded internal damages at the body - seal interface. This condition could result in internal leakage. Corrective and preventative actions: a detailed analysis of the tego design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified the seal/body component anomaly was attributable to the manufacturing /molding operation involving a cavity core pin edge. Corrective actions have been identified, qualified and implemented.

Event description:
Int'l. ((B)(6)) complaint received reporting air in lines with use of unspecified dialysis tubing line set-ups where d1000 tego connectors were in use. The initial information received reports two events on (B)(6) during dialysis sessions, attending clinician removed/replaced tego connectors due to "..air entry in the line". There were no reported adverse patient consequences. This is the mfgers. Follow up report to provide additional information and device return investigation findings.